Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that resistance occurred in the distal section of the catheter. It was noted that the pushwire was not observed because it had been sterilized. The distal end of the push catheter was damage and bent.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within primary and secondary plastic bio-pouches. The pipeline flex pusher was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and frayed. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body was found to be kinked at ~88.5cm from proximal end. The phenom 27 catheter distal tip and marker band were found to be accordioned. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. However, based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance during delivery. The pipeline flex pushwire and the phenom catheter were found to be damaged. From the damages seen on the catheter body (kinking/accordioning), pipeline flex braid (fraying) and hypotube (stretching); it is likely high force used during the delivery. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. It is possible that patient tortuous anatomy during delivery may have contributed to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline failed to open and had resistance in the phenom catheter. A ped3 pipeline than needed processing to be opened. 6f sheath was used to puncture the femoral artery, and the silver snake intermediate catheter was used to push it to go upper to the cavernous sinus segment of the left internal carotid artery to provide stable support. A sychro 0.014-inch microguidewire with a phenom27 catheter was placed in place to the middle cerebral artery m1. The pipeline flex 4.5-20 was disassembled, hydrated according to the standard process, and delivered to the m1 horizontal section. Everything went smoothly and normally. The stent was then fixed, and the stent catheter phenom27 was withdrawn. The tip end of the stent catheter exposed the tip end of the pipeline. After deploying a length of about 1cm, it was found that the tip end of the pipeline was not open, but there was expansion near the tip end. The overall tension increased, decreased, pushed and pulled, and swung slightly, but the tip end still couldn't be opened smoothly. At this time, the tip end of the pipeline was located at the end of the internal carotid artery ica. The surgeon decided to try to completely retrieve and deploy it again, but even if the tip end was retrieved and deployed again, it still could not be opened smoothly. After repeated attempts, there was no improvement, and the stent also slipped to the level of the cavernous sinus segment, and finally had to be withdrawn as a whole. A phenom27 stent catheter was re-opened and placed in place m1, and then the surgeon chose a pipeline of the same size, but it was our third-generation pipeline flex shield. After it was delivered in place, it was still necessary to continue the previous operation. Fixed the stent push guide wire, withdrew the phenom 27 stent microcatheter, and slowly opened it. This time, the opening of the tip end was still not ideal, but it was much better than before. The operator decided to perform post-processing after the stent was completely deployed. Everything went well in the middle and proximal segments. After the stent was deployed, the balloon was post-expanded, the distal end of the stent improved, and the operation was completed. The ped failed to open in the distal section. It was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The resistance in the phenom was in the distal section and was kinked in the distal section. The devices were prepaired according to the instruction for use (IFU). The catheter was flushed as per IFU. The patient was being treated for an unruptured, amorphous aneurysm in the left internal carotid artery (ica) ophthalmic artery segment. The max diameter was 11mm and the neck diameter was 7mm. The distal landing zone was 3.2mm and the proximal landing zone was 4.5mm. Vessel toruosity was severe. The access vessel awas the femoral artery with a diameter of 6mm. Dual antiplatelet treatment was administered. Angiographic result post procedure was normal vascualr patency. No patient injury or symptoms were reported. Ancillary devices: 6f femoral artery sheath, 6f 115cm(domestic tonbridge company silver snake intermediate catheter 6f 115cm, tryker sychro 0.014 inches guidewire.